Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was locking up during op checks and they rec'd a shock and pacer equipment malfunction errors. There is no reference to pt involvement.